Event description:
It was reported to philips that the device's wired footswitch was intermittently unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device was in clinical use at that time and the issue was intermittent and it completed by user tried to step on footswitch again. The field service engineer (fse) inspected system onsite and found system cannot emit x ray intermittently. After reviewing log file fse found it prompted en_x active when hand switch and wired footswitch were not pressed, the en_x signal prevent system emitting x rays. Upon troubleshooting fse suspected the footswitch was broken that caused en_x error. To resolve the issue fse replaced wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.